Event description:
A surgeon reported a multifocal lens (iol) was exchanged due to the patient experiencing halos. The patient had reported she was unable to drive due to the halos. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).